Event description:
It was reported that the doctor implanted a catheter into the peritoneal cavity, and the saline failed to flow smoothly event after the doctor picked up the proximal end and widened the slit. There was no pt injury reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.